Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated that they want to see if the loss of connection could be caused by either the clothing they wear or by sleeping on the transmitter. Dexcom representative educated the patient on the bluetooth feature and smart device options. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/13/2016 and could confirm the reported loss of connection.no additional patient or event information is available.